Event description:
Using cement manufactured by others, all knee components cemented at the same time. After 15 minute wait, the knee was flexed to insert poly when femoral component came off with no cement adherence to the component. Cement was well fixed to the bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.